Event description:
The patient had a previous ifuse procedure performed on her left side where three implants were placed. The patient later complained of a recurrence of pain to a new surgeon. The surgeon believed he saw lucency around the most superior implant. On (B)(6) 2014, the surgeon removed two ifuse implants and filled the explant holes with bone graft. He then installed an unknown number of iliosacral screws.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Part numbers: ifuse implants.